Event description:
It was reported that the customer's insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 528mg/dl. The customer was on antibiotics, which may have contributed to elevate his glucose level. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump received with alarm during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.